Event description:
A nurse reported during phacoemulsification procedure, the surgeon experienced no phaco power. The case was completed using an alternate system following a 15 minute delay. There was no pt harm.

Manufacturer narrative:
The facility called a technical support specialist (tss) to assist with troubleshooting issue of no phaco power. The customer found system message "please check fittings and reprime. Replace fms if problem persists" in the system¿s event log. The facility did not request service; the system worked fine the next day. No samples were returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).